Event description:
Reportedly, pt expired approximately after an implant duration of 0 days, due ventricular laceration. Physician stated the device was not associated with pt death. Device not explanted.

Manufacturer narrative:
Device not returned.